Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 the event is confirmed. Visual examination of the returned product showed signs of use (gouges, impact marks) and confirming complaint is fractured, all pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with a zrm in which an overload fracture failure mode was identified. Dimensional analysis was unable to be performed due to the fracture. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor pad broke during surgery. The surgical technique was utilized. There was no surgical delay. No devices fell into the patient. The surgery was completed with another device. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : netherlands. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.